Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the device alarmed multiple no delivery alarms. Customer had an emergency room visit for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was over 500 mg/dl. Customer was wearing the device at the time of emergency room visit. Customer will not be returning the device for analysis.